Event description:
I have a medtronic infusion pain pump. The pump is underneath the skin on my stomach and the medication -morphine- is carried to my spine by a catheter inserted in the intrathecal space of my spinal column. After becoming extremely sick with accompanying severe pain in my waist, hips and legs, I was forced to go to the local hospital emergency room. Scans showed the catheter to my pump had fractured, resulting in the immediate loss of therapy with my medication -morphine- being absorbed by my body tissues. My pump model is a #8627-18, implanted (B)(6) 2004. The pump has a battery life of 5-7 years, at which time, the entire pump is replaced with a new one, but is hooked to the existing catheter. Therefore, these catheters are made to be used for many years of service, generally not being replaced. Due to my dependence on this unit for severe pain therapy, I underwent surgery for the replacement of the pump and catheter. Only one huge problem. In the replacement surgery, the doctor said, he was unable to remove all of the catheter from the fractured unit, meaning I have a small section of catheter still in my spine, not a good situation. Dose or amount: 2.85 mg/day, frequency: constant, route: intratracheal. Dates of use: (B)(6)2004 -- (B)(6)2010. Diagnosis or reason for use: back and leg pain.